Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient ipg was non-functional. The patient underwent an ipg replacement procedure. The patient was doing well post operatively.

Manufacturer narrative:
Additional information was received that the patient could not charge her battery. It was noted that the charging issue was due to old system battery. Device malfunction was suspected. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient ipg was non-functional. The patient underwent an ipg replacement procedure. The patient was doing well post operatively.